Event description:
It was reported that a pump would not connect to the customer's wireless network. No pt involvement was reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed that the device was inoperable caused by corrosion on the wireless module flex and radio pcb as a result of fluid intrusion. The device was not repairable and removed from svc.